Event description:
A home peritoneal dialysis patient reported that the cycler was skipping to fill 1 without completing drain 0 . The patient has a last fill of 2,000 ml. He did not have the details, i.e., drain volumes. The cycler was replaced and the problem has not recurred. There was not enough information during initial contract to make an MDR determination. The cycler was received by the manufacturer on october 14, 2005. The data sheets which were retrived on october 27, 2005 show a drain 0 time of 2 minutes and a drain 0 volume of 30. Fill 1 was 2,000 ml. And drain 1 was 4,600 ml.